Event description:
Doctor implanted a 51-525-09 track distractor, 1.0mm system, 9mm distraction. Patient was into the third day of distraction when the distractor broke at the direct drive activator. Doctor performed an unscheduled procedure and removed distractor and replaced with a 51-525-12 track distractor, 1.0mm, 12mm distraction.

Manufacturer narrative:
Device has not been released by the user facility at this time. It is expected to be returned and device will then be forwarded on to the manufacturer for evaluation.